Manufacturer narrative:
Correction: the correct report source should have been: foreign, user facility, company representative and distributor, rather than ¿user facility and distributor¿ only.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was discovered that the lead header had been broken. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of ¿lead header was broken¿ was confirmed. A complete lead was returned in one piece. Visual and x-ray examinations of the lead found the connector pin was bent/ damaged consistent with procedural damage. The cause of the reported event was isolated to the bent connector pin consistent with procedural damage.